Event description:
It was reported that following an arthroscopic procedure using the dyonics rf-s whirlwind 90 degree probe, it was noticed that the pt sustained a burn on the outer side of the upper arm. The surgeon alleged the burn resulted from heated fluid dripping on the arm from the outflow tube on the rf probe. The operating room staff noted that the outflow tube on the rf probe was not connected to suction, allowing the heated fluid to flow freely. The burn caused a discoloration of the pt's skin, although further info was not provided as to the severity of the burn, treatment rec'd after the surgery, or any add'l details regarding the event.